Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient was implanted with a defective device that is or has been shedding metal debris into her body and has caused and/or will cause injury, and the patient has been and/or will be forced to undergo a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
Update sept 15, 2017; medical records received. After review of medical records, there is no new information added that changes the MDR decision. Added complainant information and updated the product information. This complaint was updated on: oct 06, 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
**Update** 3/8/2013 - ppd received. Doi, dor, and part/lot have been updated for the left and right hips. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.